Event description:
It was reported by the patient that the remote monitor's antenna wires are exposed. The patient was to return the monitor and refer to the clinic for a replacement. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the remote monitor's antenna wires are exposed. The patient was to return the monitor and refer to the clinic for a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor's antenna wires are exposed. The patient was to return the monitor and refer to the clinic for a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable bobbin was damaged. The bobbin cable damage did not impact the telemetry test. Telemetry testing passed. The device failed modem testing due to an integrated circuit component failure on the printed circuit board assembly.